Event description:
It was reported that the right ventricular (rv) lead and this left ventricular (lv) lead recorded high out of range (oor) impedances greater than 3000 ohms and declared a lead safety switch for both leads on (B)(6) 2021. Additionally, upon review of this cardiac resynchronization therapy pacemaker (crt-p) logbook, technical services (ts) noted a signal artifact monitor (sam) episode back in (B)(6) 2020, with minute ventilation (mv) oversensing in the rv channel, the feature was deactivated by the sam, however, no oor impedances were noted during this sam episode. The patient is pacemaker dependent and experienced asystole for no longer than 2 seconds, however, the patient did not report experiencing any symptoms. The crt-p logbook also recorded 2 prior sam episodes due to oversensing of atrial fibrillation (af). The crt-p system was checked with isometrics and pocket manipulations and no noise was produced, however, there was an oor rv lead impedance value. Ts discussed the possible causes for the clinical observations. The crt-p system was already reprogrammed and ts recommended further reprogramming options. The rv lead is a non-boston scientific product. No additional adverse patient effects were reported. Additional information from the field representative indicates that the rv and lv leads were reprogrammed and there are no further plans for this patient apart from continue to monitor. The patient has not been further evaluated and there were no additional adverse patient effects. Additional information received indicates there was a new episode of mv oversensing on (B)(6) 2021, which disabled the mv feature. The lv lead had been reprogrammed to bipolar, however, there was an alert for lv oor impedance in that configuration on (B)(6) 2021 and it switched back to unipolar. Ts discussed further programming options and recommended a lead evaluation in clinic. Additional information from the field representative indicates that the impedance issue was determined to be with the rv ring of the lv lead, due to the rv ring having a spring contact issue. Therefore, the rv lead was reprogrammed to remove the ring and the lv lead was reprogrammed to take the rv ring out of the lv pacing vector. Reportedly, the patient will be left in this configuration. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead and this left ventricular (lv) lead recorded high out of range (oor) impedances greater than 3000 ohms and declared a lead safety switch for both leads on may 8th, 2021. Additionally, upon review of this cardiac resynchronization therapy pacemaker (crt-p) logbook, technical services (ts) noted a signal artifact monitor (sam) episode back in aug, 2020, with minute ventilation (mv) oversensing in the rv channel, the feature was deactivated by the sam, however, no oor impedances were noted during this sam episode. The patient is pacemaker dependent and experienced asystole for no longer than 2 seconds, however, the patient did not report experiencing any symptoms. The crt-p logbook also recorded 2 prior sam episodes due to oversensing of atrial fibrillation (af). The crt-p system was checked with isometrics and pocket manipulations and no noise was produced, however, there was an oor rv lead impedance value. Ts discussed the possible causes for the clinical observations. The crt-p system was already reprogrammed and ts recommended further reprogramming options. The rv lead is a non-boston scientific product. No additional adverse patient effects were reported. Additional information from the field representative indicates that the rv and lv leads were reprogrammed and there are no further plans for this patient apart from continue to monitor. The patient has not been further evaluated and there were no additional adverse patient effects.

Event description:
It was reported that the right ventricular (rv) lead and this left ventricular (lv) lead recorded high out of range (oor) impedances greater than 3000 ohms and declared a lead safety switch for both leads on may 8th, 2021. Additionally, upon review of this cardiac resynchronization therapy pacemaker (crt-p) logbook, technical services (ts) noted a signal artifact monitor (sam) episode back in aug, 2020, with minute ventilation (mv) oversensing in the rv channel, the feature was deactivated by the sam, however, no oor impedances were noted during this sam episode. The patient is pacemaker dependent and experienced asystole for no longer than 2 seconds, however, the patient did not report experiencing any symptoms. The crt-p logbook also recorded 2 prior sam episodes due to oversensing of atrial fibrillation (af). The crt-p system was checked with isometrics and pocket manipulations and no noise was produced, however, there was an oor rv lead impedance value. Ts discussed the possible causes for the clinical observations. The crt-p system was already reprogrammed and ts recommended further reprogramming options. The rv lead is a non-boston scientific product. No additional adverse patient effects were reported. Additional information from the field representative indicates that the rv and lv leads were reprogrammed and there are no further plans for this patient apart from continue to monitor. The patient has not been further evaluated and there were no additional adverse patient effects. Additional information received indicates there was a new episode of mv oversensing on july 1st, 2021, which disabled the mv feature. The lv lead had been reprogrammed to bipolar, however, there was an alert for lv oor impedance in that configuration on july 2nd, 2021 and it switched back to unipolar. Ts discussed further programming options and recommended a lead evaluation in clinic.